Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
It¿s flashing green, but it keeps speaking like if we pressed the button for assistance. Memory full prompt. There was no patient involved in this event.